Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a fractured femoral head. Metallosis was also noted as being present.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: patient was revised to address a fractured femoral head. Metallosis was also noted as being present. Examination of the returned liner and femoral stem cannot confirm the reported ceramic head fracture. The femoral head was not returned. There is deep pitting and scratching on the liner articulating surface as well as the femoral stem taper. There is metal transfer on the articulating surface of the liner. The distal portion of the stem is damaged/deformed likely from cup impingement. The femoral stem is damaged on the splines as well. It is likely, but unknown if this is from extraction. The cup was not returned and mating damage cannot be confirmed. A search of the complaints databases identified other reports against the liner and none against the femoral head. Review of the device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were reviewed and confirm the report. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.